Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found cracks on the tube holder. The pump event history showed a motor rate error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during occlusion test. Leadscrew does not operate as intended. The root cause of the reported issue was unable to be determined. The technician replaced the leadscrew and replaced clutch halves for preventive measure, cleaned and greased the whole motor assembly. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that device failed drive train test. No patient injury reported.